Event description:
The pt was initially enrolled in the study in 2008 with 2-vessel disease. The main indication for the intervention stable angina pectoris. The lesions treated were in the proximal to mid left anterior descending (lad) branch and in the first diagonal branch. The lesion had 90% stenosis and was de novo, bifurcated, smooth and eccentric. It was 20mm in length and the vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5 x 13mm cypher select plus stent (distal lad) and a 2.5 x 28mm cypher select plus stent (mid lad) were implanted. Kissing balloon technique was performed to the lad and the diagonal and a proximal diagonal dissection was noted. Therefore, a 2.5 x 13mm cypher select plus stent (distal diagonal) was electively implanted, however, a distal dissection was noted. Then, 2.25 x 18mm cypher select plus stent was implanted to treat the dissection. Kissing balloon technique was conducted to the lad and the diagonal resulting in a proximal lad dissection, therefore, a 2.5 x 8mm cypher select plus stent was implanted to treat the dissection. During a one-month follow-up, on the following month, the pt reported experiencing angina pectoris. The pt was compliant with her medications. The pt's baseline medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The pt's intra procedure medications included reopro and heparin. The pt's post-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2008-02442. Add'l info will be submitted upon 30 days of receipt.